Manufacturer narrative:
We apologize for the late reporting, initial information for this complaint was received on december 12, 2024 the product mentioned is not sold in the us. However, we become aware on may 2, 2025 of a similar product that is sold in the us. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that due to a leakage in the product itself, the equipment receives power, but the display does not function properly. No harm to patient, user or third parties reported.

Manufacturer narrative:
Additional information: during the manufacturer's technical inspection, the error description provided by the customer, "saline leakage; touchscreen malfunction," could be confirmed. The failures of the device, except for the housing defect, can be attributed to the ingress of liquid. It is not comprehensible under what circumstances the liquid could enter the unit. The investigator assumes that a defective hose is causative of the liquid ingress. The IFU is stating this "failure of products" clearly in section 3.10, page 14, see labeling review for reference. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records the event is filed under internal karl storz complaint ID: (B)(4).